Event description:
It was reported that the patient experienced impaired healing and dehiscence on the left side of her head, exposing the burr-hole cover of their deep brain stimulation (dbs) system. The patient underwent a procedure in which the wound was cleaned out and the incision re-sutured. Cultures were taken and the physician confirmed there was no presence of infection yet could not assess the cause for the impaired healing and dehiscence. The patient did well postoperatively.